Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) called to speak with (B)(6) technical services regarding a device issue with inomax dsir # (B)(4). The device was in use on a pt and the rt reported that there was no impact or harm to the pt due to the device issue.(complaint-(B)(4)). Device investigation was completed on 09/19/2014. Eval summary: inomax dsir #(B)(4) was returned to the MFR for service investigation. Log review reveals a delivery failure alarm (df) due to the main supply voltage out of tolerance consistent with running on battery until battery depletion. That alarm is followed 2.5 minutes later by a low battery alarm raised with time remaining - 30 min. A low battery alarm following a df due to low voltage is consistent with a battery state of charge (soc) controller out of calibration. The battery was replaced to rectify that fault. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was delivery failure- smart battery fuel gauge drift. This condition will be tracked and trended under (B)(6)'s quality system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR # 3004531588-2014-00002).

Event description:
Delivery failure - smart battery fuel gauge drift [device issue]. Case description: this initial non-serious, device case report was received on 07/25/2014 from a respiratory therapist (rt) in the united states who called (B)(6) technical services (ts) regarding a device issue with inomax dsir# (B)(4). The device was in use on a pt at the time of the device issue and the reporter stated that no harm occurred to the pt. Inomax dsir# (B)(4) was removed from service and returned to (B)(6) for service eval. Case comment: on (B)(6) 2014: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (ref to MDR # 3004531588-2014-00002).